Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the synchron lx20 clinical system. The erroneous results were reported outside of the lab. The physician questioned the results. The samples were repeated on another instrument and higher results were obtained. Amended reports were issued. Per the customer, patient care has not been affected.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Evaluation summary: as received, the leaflets are in an open position. Tissue separation at the right/left coronary attachment site is evident. Host tissue overgrowth is minimal to moderate at the tissue inflow; it encroached onto the tissue and into the orifice, at the greatest distance of approximately 4mm. Minimal host tissue overgrowth encroached onto the tissue outflow and into the orifice by 3mm. Host tissue overgrowth is moderate at the stent inflow and minimal to moderate at the stent outflow. Cuts are evident in the sewing ring. Minimal calcification in right coronary leaflet at the right/left attachment is only detected in the x-ray. A device history review was not possible, due to no lot/serial number was provided.

Event description:
Reportedly, a valve of unknown model and size was explanted in 2009 due to unknown reasons. Sales representative is to follow up with additional information. At approx two weeks later, e-mail from sales representative states valve had a tear in leaflet at stent post.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprosthesis was used during the treatment of a biliary stricture located below the biliary hilum. The procedure took place in 2009. According to the complainant, following deployment of the stent and during the withdrawal of the catheter, the distal tip of the delivery system remained "blocked" in the area of the stent that had not expanded. A hurricane balloon was then used in an attempt to expand the stent, but was not successful. There was some difficulty removing the stent delivery system as a result of this "blockage" so the physician removed the scope, and cut the catheter which would then be used as a nasal biliary drainage device. The patient remained hospitalized, and it was reported that the stent had fully expanded by the fourth day. It was also reported that the catheter was removed, and that "the procedure was well completed with the wallstent.". Post procedure, the patient was reported as "fine."